Event description:
The facility representative reported a flo-gard infusion pump with "break the lines". This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "break the lines" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a sharp edge on the air sensor assembly. The air sensor assembly was replaced and calibrated to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.